Event description:
Pt came to clinic reporting higher glucose readings on the nova max machine. Pt reports receiving 300+ on his nova max glucometer machine and compared it with a local pharmacy testing which showed 110. Pt denied storing test strips in extreme temperature.